Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. X- ray imaging was performed and no anomalies were noted. The patient was stable.